Event description:
The pt reported experiencing low blood glucose on (B)(6) 2011. He stated that at 3:00 pm, he changed the infusion set tubing and headset and bolused. He then went swimming and felt his blood glucose was low. His blood glucose measured 3.4 mmol/l (61 mg/dl) and he drank a soda and ate glucose but his blood glucose continued to decrease. At 6:45 pm, the pt's wife drove him home and the pt experienced cramping. The wife called the ambulance and the pt was taken to the emergency room. The emergency doctor treated the pt with glucose and the pt's blood glucose increased. When the pt returned home his blood glucose measured 6.2 mmol/l (112 mg/dl). The pt's normal blood glucose range is 5-8 mmol/l (90-144 mg/dl). The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.